Event description:
The customer reported being hospitalized due to low blood glucose of 16mg/dl. The customer stated that two weeks ago, his wife found him in a hypoglycemia coma and he was also bleeding. The customer stated that he has hypoglycemia episodes multiple times in a month, but this is normal for him. Troubleshooting was declined as customer did not feel comfortable and requested having the device replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.